Manufacturer narrative:
The reported failure of trilogy evo machine flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information that a trilogy evo was returned to the manufacturer's service center for the report of a ventilator inoperative alarm. There was no patient involvement, and no harm or injury reported. Device inspection confirmed the customer's complaint of a ventilator inoperative alarm. The machine flow sensor drift was above the specification requiring replacement of the machine flow sensor. The blower assembly and system printed circuit board assembly were also reported to be replaced in association with the issue. During the evaluation of the device, the device failed a test step for fio2 sensor receptacle verification. This test step verifies that the fio2 solenoid is open, and the tubing is not kinked or occluded. This fio2 sensor is used for monitoring purposes only. This would not affect the device's ability to deliver therapy as designed. The in-line proximal filter and 3-way solenoid valve were replaced to address this issue. After repair, the device passed final testing.